Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source: foreign country: (B)(6). Reported issue: the reported event for the device, as provided by the customer, was that the device had repair for unknown reason. DHR review: the device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue. Evaluation of device: on aug 7, 2019 it was reported that the device had repair for unknown reason. The customer returned a meshgraft ii serial number 11610 for evaluation. Evaluation of the device on aug 27, 2019 noted the device does not work. Cutter blade failure repair of the device occurred the same day and involved replacing the cutter kit. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) dated aug 7, 2019 probable/root cause: while the service technician noted that the cutter blade had failed, it cannot be determined from the information provided as to what resulted in the reported event. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action (ie/CAPA/scar/hhe/d) at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may require additional actions.

Event description:
It was reported that during kit inspection, the device had repair for unknown reason. No known adverse events as a result of this malfunction.